Event description:
Lap vertical sleeve - "surgeon was using ca090 to clip over a staple line on a stomach. Clips scissored. According to the surgeon 15 of the 20 clips were scissored/misaligned. Surgeon then used an ethicon er320 to stop the bleeding. Returning the clip applier as well samples of the scissored/misaligned clips."

Manufacturer narrative:
Investigation summary: the event unit and sample clips were returned for evaluation. Upon inspection, engineering found that the jaws were not parallel and there was damage to the distal end of the device. This damage may prevent the clips from closing properly. The root cause of the damage is unknown; however, it may have been a result of exerting excessive force on the distal end of the device. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.